Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient had a skin reaction with an infection 3 days after the sensor was inserted in the arm. The patient developed redness, pimples, and an infection under the sensor patch. The patient had itching and burning sensation in the area. The patient mentioned the area was red and irritated and it felt like it was ¿ripping her skin off giving her a burn from the tape;¿ the patient was concerned she would develop a ¿permanent scar¿ at the area. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxicillin 500 mg, two times per day for seven days). At the time of the report, the patient was okay and finished taking the medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.